Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found the gui cable loose. The cse tightened the cable and the malfunction was resolved. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a pt at the time the malfunction occurred.